Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the impactor device had a piece that came off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the locking collar was broken by the "detent" region and non functional. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper device use. A CAPA has been initiated to address the damaged anvil and lock collars. If additional information should become available, a supplemental medwatch will be submitted accordingly.